Event description:
A horizontal/vertical lumbar valve system, (brown) was reported to have malfunctioned and required removal. Additional information has been requested but, the neurosurgeon was unable to provide anything further.

Manufacturer narrative:
The device involved in the reported incident was received for evaluation. An investigation has been initiated based upon the reported information.